Manufacturer narrative:
Summary of event: as reported, during the screening of an aurous centimeter vessel sizing catheter, a foreign body was found in the packaging. There was no patient involvement. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos provided by the customer show foreign matter inside the package. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on two devices from the lot; however, all affected product was reworked and reinspected prior to release from cook. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and inspection of photos provided by the customer suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was reworked and reinspected prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during the screening of an aurous centimeter vessel sizing catheter, a foreign body was found in the packaging. There was no patient involvement.

Manufacturer narrative:
G4: PMA/510(k) # - pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.